Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia with postprandial elevations up to 290 mg/dl lasting a couple of hours, and another episode after lunch with glucose up to 270 mg/dl for several hours, while using the ilet bionic pancreas with subcutaneous insulin. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no steroid use, no ketone testing, no alarms, and no backup therapy use. Investigation included review of device performance and user reports, along with troubleshooting and education by support personnel. Investigation of this case revealed that the device was delivering insulin and bringing glucose back into range, with no device malfunction identified. It was concluded that the event was consistent with hyperglycemia of unclear cause with the device functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.